Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the product investigation. The following sections of this report have been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual evaluation and dimensional testing were performed. Due to the nature of the complaint, no applicable functional testing was able to be performed. The returned devices were visually examined, and the following was observed: balloon longitudinally and radially burst. No apparent missing balloon material. Balloon bunched towards nose tip. The following was found during preliminary pre-decontamination: 29 mm commander delivery system received with proximal end of its associated 16f esheath+. Full loader assembly received over flex shaft. Balloon received cut separately. Distal end of esheath+ not received. Handle locked, in straight position and 100% fine adjustment. Balloon longitudinally and radially burst. No apparent missing balloon material. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for 'difficulty or inability to withdraw system through sheath' was confirmed based on evaluation of the returned device. Available information suggests procedural factors (altered balloon profile) likely contributed to the event as the balloon burst during procedure, and it was received bunched towards the nose tip. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our canadian affiliates, just post implant of a 29mm sapien 3 ultra resilia valve in the aortic position by transfemoral approach, moderate paravalvular leak (pvl) was observed so post-dilation was performed with an inflation volume of 35ml. During post-dilation, the balloon ruptured in an umbrella-like burst when it was approximately 80% inflated. The balloon was deflated and carefully removed from the valve without resistance. The commander delivery system was then carefully retrieved into the esheath+, but the balloon was unable to completely enter the esheath+. The esheath+ was then removed from the patient first, but since the commander delivery system was unable to be removed from the patient, it caused a vascular injury. The patient was moved to vascular surgery repair, and the commander delivery system was removed. The patient was noted to be stable after the surgery. Post tavi pvl was deemed as mild to moderate, and a later echo showed no pvl.

Manufacturer narrative:
The investigation is ongoing.